Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that starting monday (B)(6) 2024 they noticed it was taking many tries to get connected to ins. They had a procedure for which they turned therapy off. Patient was able to get therapy back on, but reported it took several tries before being able to connect. While on call, patient was attempting to connect to ins. They confirmed the communicator was appropriately charged. The call then abruptly disconnected. Agent attempted to call patient back, but no answer. Voicemail was left for patient requesting call back if further assistance was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.